Manufacturer narrative:
The insulin pump received with a cracked display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and scratched lcd window. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a high blood glucose level. The blood glucose at the time of the incident was 500 mg/dl. The customer's high blood glucose symptoms include being thirsty and exhausted. The customer's most recent blood glucose was 75 mg/dl. The insulin pump had low reservoir alarms every two days. The customer stated that she found cracks on the right and left frame of the screen. Troubleshooting was not completed because the customer did not have a tubing clamp. Advised the customer to call back when they get the tubing clamp. The device was returned for analysis.